Manufacturer narrative:
A review of available engineering logs, cgm data, and device records was conducted. The review identified sustained hyperglycemia beginning after an infusion set change, followed by progressive glucose elevation, insulin depletion, and cessation of insulin delivery when the cartridge emptied. Multiple device alerts were generated but were not consistently acknowledged, and no cartridge replacement or backup insulin therapy was documented during this period. No device hardware malfunction was identified during the review. Based on the available information, it was concluded that the event was associated with insufficient insulin delivery in the setting of infusion site¿related insulin under delivery and delayed corrective action, with no confirmed device malfunction. If additional information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted.

Event description:
On 17-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 1,064 mg/dl. Prior to hospitalization, the user experienced elevated blood glucose levels and was brought to medical care by a caregiver. The user was transported to the hospital, admitted to the intensive care unit, treated with intravenous fluids and insulin therapy, discharged on (B)(6) 2025, and resumed ilet use.